Manufacturer narrative:
Philips has investigated this complaint. It was reported that the c arm could not reach the appropriate angle position. The philips field service engineer (fse) inspected the system onsite and reviewed the log files and found error message: beam propeller adjustment. Fse checked amc cables connections and they were in good condition. Fse reinstalled the amc software. After reinstalling the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system could not reach the correct angle position. The issue was found during clinical use. No harm has been reported to philips, but the patient's treatment was delayed. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the c arm could not reach the appropriate angle position. The philips field service engineer (fse) inspected the system onsite and reviewed the log files and found error message: beam propeller adjustment. Fse checked amc cables connections and they were in good condition. Fse reinstalled the amc software. After reinstalling the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The manufacture date has been updated.